Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated relevant test date - angiogram on (B)(6) 2016. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other supera referenced is being filed under a separate medwatch report.

Event description:
It was reported that the index procedure date was (B)(6) 2016 and a 4.5x60mm supera stent was implanted in the distal superficial femoral artery (sfa). The patient was symptomatic with claudication and was readmitted on (B)(6) 2016. Angiography was used and in-stent restenosis (isr) was noted in the 4.5x60mm supera stent. A 5x80mm armada 35 balloon was used to treat the isr. A 4.5x100mm supera self-expanding stent system (sess) was implanted distal to the original restenosed stent in the proximal popliteal artery without issue. A 4.5x80mm supera sess was advanced and the stent was deployed in the proximal part of the lesion without issue. The device was withdrawn under fluoroscopy. An unspecified balloon catheter was being advanced over the guide wire when the supera catheter tip was noted to be stuck to the introducer sheath o-ring on the outside of the patient anatomy. The physician simply removed the catheter tip from the o-ring and re-advanced the balloon catheter to perform post dilatation per standard procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The tip detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a product related issue. The investigation was unable to determine a cause for the reported tip detachment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.